Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion alert. Subsequently, the device was explanted and replaced. Additionally, the electrode exhibited low shock impedances out of range. The physician did not want to do any troubleshooting, nor was a defibrillation threshold (dft) test was performed. The plan is to continue monitoring. No additional adverse patient effects were reported.